Event description:
It was reported that sometimes post dialysis catheter placement, the device allegedly had blood leakage on the venous arm of the catheter. It was further reported that when the dialysis center connected the tubing to the dialysis machine in reverse, air was being sucked in at the blue end piece. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported air in device and blood leakage issue as no objective evidence was provided for review. However, the investigation is confirmed for the identified improper procedure issue as the patient accidentally pulled out his catheter which was against the instructions for use. Although the definitive root cause for the reported loss or failure to bond issues could not be determined based upon available information, the root cause for the improper procedure issue was determined to be use error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states, catheter removal evaluate the catheter routinely and promptly remove any nonessential catheter per physician¿s orders. The white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly. After removing the catheter, apply manual pressure to the puncture site for 10-15 minutes until no signs of bleeding are present. Then apply sterile, transparent, semipermeable dressing or dressing per hospital protocol for a minimum of 8 hours. Follow hospital protocol regarding bedrest after catheter removal. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 05/2025) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post dialysis catheter placement, the device allegedly had blood leakage on the venous arm of the catheter. It was further reported that when the dialysis center connected the tubing to the dialysis machine in reverse, air was being sucked in at the blue end piece. Reportedly, the catheter was replaced. There was no reported patient injury.